Event description:
It was reported that an asymptomatic patient presented to the clinic for device interrogation with 9569 counts of high ventricular rate episodes. Programming changes had been discussed with technical services. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.